Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of over 600mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the patient alleged the blood glucose issue ¿might be related to a pump or infusion issue¿. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-apr-2018 with the following findings: a review of the pump history showed the last basal delivery was a 1.5 unit normal bolus. A review of the total daily doses added up correctly and reflected the user's programmed basal rates. The pump emitted a call service alarm during testing. The pump was opened to find moisture on the printed circuit board and motor connector preventing further testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.